Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. It has been over eight (8) years since the subject device was manufactured. Based on the investigation results, the error message e315, was unable to be identified. Presumably, the following investigation result that the suggested event occurred by conduction failure/breakage of circuit board due to water invasion of scope connector. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope displayed a scope communication error (error code e315). The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event. .